Event description:
It was reported that a deep brain stimulator (dbs) had low charging efficiency. It was reported that the dbs had high recharge times and low coupling efficiency, needing greater than "6 hour recharges nearly every other day," with the recharging unit able to achieve only 25% of maximum coupling measurement. Upon removal at patient's request, surgeon verified that batteries were not inverted (flipped). A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 37612, serial # (B)(4), explanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial number (B)(4), found that there were no anomalies and the ins was functionally okay. Recharge and recharge coupling tests were done at body temperature and no anomalies were observed. The ins passed the final functional test on the automated test console. According to the trace report taken from the ins, four of the last five recharges done while the ins was implanted showed 0 bars of coupling five to seven minutes into the recharge session. One of the five recharge sessions showed two bars of coupling. Since the ins was functioning properly, less than optimal positioning of the recharge antenna over the ins was the most likely cause of the long recharge times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).